Manufacturer narrative:
On 2/26/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, when they pulled the dilator out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was bleed back (20cc) coming from the hub of the sheath. The hemostatic valve became separated from its place. Patient¿s hemodynamics was not compromised. No interventions were required. Air did not enter the patient¿s body. The sheath was replaced, and the procedure was continued. No patient consequences were reported. The hemostatic valve dislodgement is MDR-reportable.

Manufacturer narrative:
On 3/19/2021, the product investigation was completed. It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, when they pulled the dilator out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was bleed back (20cc) coming from the hub of the sheath. The hemostatic valve became separated from its place. Patient¿s hemodynamics was not compromised. No interventions were required. Air did not enter the patient¿s body. The sheath was replaced, and the procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001510 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).